Event description:
Experienced IV insertion site redness and itching after insertion. Infusion lasted 2 hrs. Pt was premedicated w/ solucortef and claritin, received IV therapy of remicade. Has allergies to plastic tape, pain meds, and antibiotics. Facility has been using product for 4 years on 20-40 pts/month without this occurring.